Event description:
It was reported that during an in-clinic follow up, the device could not be interrogated with the programmer. The device was replaced. The patient's condition were good.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was found to be due to a depleted battery. Based on all available parameters and usage information, device longevity was found to be below expected limits. The original battery was returned to the vendor for further evaluation and no anomaly that would account for the premature battery depletion was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
(B)(4).